Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system lost power during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system lost power during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The service call was cancelled and the customer has not requested further service for this issue. No additional complaints for this type of issue have been reported by the customer. The service call was canceled.